Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent weight loss the patient experienced discomfort at the ipg caused by the ipg flipping in the pocket back and forth. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician tightened up the battery pocket and tacked down the ipg more to avoid flipping and twisting. Effective therapy was restored post-op. In a recent update, it was reported that the discomfort at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.